Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the cannula was broken into two pieces. Engineering noted the fracture location of the cannula was smooth and no stress lines or additional cracks were found. The root cause of the cannula breakage is unknown. Engineering attempted to replicate the incident and was only able to do so with significant bending back and forth; however, obvious damage, not seen on this unit, was noted on the cannulas tested. This document represents our final report.

Event description:
Robotic right nephrectomy - "a laparoscopic statinsky instrument was inserted into the trocar. As the instrument being positioned by the rfna, the cannula (the green tube-shaped shaft) of the trocar broke. The bottom part (the broken piece) of the cannula fell inside the patient and was retrieved via endopouch. A foreign body could have been retained inside the patient and definitely patient safety issue for the defective product." Intervention - "retrieved broken piece via endopouch." Patient status - "stable".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.